Event description:
It was reported via phone call that the down arrow button on the insulin pump is not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 12.0 mmol/l; most recent reading is 18.9 mmol/l. Customer treated with manual injections. Customer was advised the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.